Event description:
It was reported to philips that the device experienced an issue at power on. Further clarification was provided by the onsite engineer and it was determined that the device had failed operational testing. There was no patient involvement.

Event description:
It was reported to philips that the device experienced an issue powering on. There was no patient involvement.